Event description:
Caller states patient tested 5.7 inr on the coaguchek s system while a comparison lab returned as 4.3 inr. Patient's coumadin dose was held once then resumed. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.